Event description:
A nurse reported that the probe was unable to cut the vitreous during a vitrectomy procedure; the probe had operated when tested with bss (balanced salt solution) prior to the case. The probe was exchanged but the problem persisted. Consequently, the case was aborted and four procedures were cancelled. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and replaced the l7 and l8 pneumatic valve assemblies. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).